Event description:
It was reported that during implant there was difficulty in lead placement. Physician placed the lead over 10 times and in the course of these placements the helix no longer would extend or retract. After, there were high impedance and noise problems with the lead when tested. Another lead was implanted without further problems. Patient left the procedure in good condition.